Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory confirmed an intermittent increase in power consumption. Although the battery voltage was lower than expected, it still supported full device functionality. The device case was opened, and the battery along with the associated high voltage capacitors were isolated and individually tested, confirming a high current drain. The high current drain was traced to the lead switch capacitor. Further analysis of this component was not possible as it was inadvertently damaged during testing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion. Subsequently, the device was explanted and replaced without boston scientific representative presence. There were no additional adverse patient effects reported. The device is expected to return for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion. Subsequently, the device was explanted and replaced without boston scientific representative presence. There were no additional adverse patient effects reported. The device is expected to return for analysis.